Manufacturer narrative:
D10 concomitant medical product: egia45axt, egia45axt egia45 artic extra thicksulu, (lot# n4j1454y) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic low anterior resection, the device failed, prompting the surgical team to switch to the powered stapler with a black reload cartridge. While using the powered stapler, the reload malfunctioned, ceasing to function and becoming unresponsive during an attempt to retract the knife blade. Despite following the troubleshooting guide and attempting manual retraction, the reload remained locked on the tissue. The articulation joint of the reload was later found to be broken. They had to use another instrument to separate the reload from the tissue. The surgery was completed using different stapler to resect and re-staple, and suturing was done as a staple line reinforcement.

Manufacturer narrative:
Additional information: g3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted no notable condition related to reported condition. It was reported that it was difficult to retract and locked on tissue. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.